Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 38 motor stall notifications overnight on an ilet pump, followed by elevated blood glucose readings up to 298 mg/dl; troubleshooting included disconnecting the pump, performing a successful dry run, confirming no visible issues with the inset infusion set or cartridge, replacing all supplies, and observing improvement to 176 mg/dl, which is consistent with a device failure to infuse associated with the motor component. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified during support interactions and findings consistent with a failure to infuse linked to the pump motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.